Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation no computed tomography angiography images were provided for review. Further, a specific cause for the reported obstruction could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D is currently available. Section 5 of the IFU, entitled ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, entitled "preimplant procedures" and "implant procedures" caution the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: the date of the event was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a right heart catheterization/echocardiogram, which showed at 5500 rpms a closed aortic valve (av), a left ventricular end-diastolic diameter (lvedd) of 8.4 cm, and a cardiac output/cardiac index (co/ci) of 3.37/1.52. At 6100 rpms, the av was closed, lvedd was 8.1 cm, and co/ci was 4.38/1.98. They had elevated filling pressure and pulmonary vascular resistance (pvr). The speed was left at 5800 rpms. The findings overall suggested an outflow graft obstruction (ofgo).